Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. The customer originally called to ask if the cobe spectra should alarm if a tpe procedure was selected, but a rbcx disposable set was loaded onto the machine incorrectly. Per the original phone conversation with the caridianbct help desk staff, the customer stated that after removing 1.5l of blood, they reinfused the blood to the pt and the pt was doing fine.

Manufacturer narrative:
(B)(4). The run data sheets from this event were reviewed by the caridianbct scientific group in order to determine the amount of acd-a in the collected blood product that was transfused back to the patient, once the error had been detected. With assumption that 1500ml of blood product was collected, 30% is typically plasma (450ml). Of the 450ml of assumed plasma, 20% of that should be acd-a (90ml). Per the runsheets provided by the customer site, approx 4.5 hours passed between the rbcx procedure and the tpe procedure. If the patient was transfused over 30 minutes (via gravity), the approximate 6l tbv patient would have experienced 3ml/minute (90ml/30minutes) of acd-a which is under our recommended 1ml acd-a/minute/l tbv by half. Therefore no safety issue with the transfusion was likely to occur. The spectra rbcx and tpe sets differ in some visual items; each is labeled with the appropriate descriptive title on the lid stock label to be read prior to use. Each has a unique catalog number. The lid stock background colors differ; rbcx is red, while tpe is orange. The tpe disposable set has a 'male/female luer lock connection' between the return air chamber and the return pressure sensor. The tpe set also differs when compared to the rbcx set with the necessity to load a cuvette into the ccm. The cobe spectra therapeutic apheresis guide also notes during the priming instructions that, 'during prime, do not disturb the cuvette in the ccm. The system calibrates the ccm during prime.'